Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller battery was not working because it was not charging, now the controller was completely blank and non-responsive. Patient services (pss) had patient take battery out and plug controller into ac power supply. Patient confirmed that the controller screen did not turn on. Patient confirmed the ac power supply light was on and there was no visible damage. When the patient re-inserted battery the controller still did not power on or start charging. The issue was not resolved. (B)(6) 2021 rpl 301210 rtg0166043 (con.): additional information received from the patient. It was reported that the patient called back with an address to send the controller replacement to. The patient was unable to provide a serial number and did not have aa batteries to try in the controller. The patient reiterated that they were blind and couldn't see real well.

Manufacturer narrative:
Product ID 97745 serial# unknown: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, h3: analysis of the 97745 controller (s/n#: unknown) revealed a main board failure. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.